Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: (B)(6). Event date: unknown when device broke. Additional product code hwc. (B)(6). The plate broke postoperatively, and required additional surgical intervention to remove the hardware. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: part: 424.641 / lot: 9491674 - manufacturing location: (B)(4), manufacturing date: 14 may 2015, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate broke post-operatively. Implant date: (B)(6) 2016, explant date: (B)(6) 2016. The breakage occurred in a screw hole. The patient underwent an initial surgery on (B)(6) 2016 and his implant was broken post-op on (B)(6) 2016 (reported under complaint (B)(4). This implant broke again post-op on (B)(6) 2016 which was reported under complaint (B)(4). Following revision surgery on (B)(6) 2016, the broken implant was removed and replaced with a competitor&#62688;product. Patient harm stated as revision, removal of implant and insertion of a new plate. This patient is the same patient for both of these cases ((B)(4)). This complaint involves 1 part. Concomitant: unknown screw / quantity 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The plate was received broken at the tenth combination hole. The golden anodized locking compression plate (lcp) are made of pure titanium. The examination of (B)(4)-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure, and mechanical properties. The materials of lcp are in compliance. The dimension of the lcp were checked using a caliper and found to be in compliance with the technical drawing of the specifications. Macroscopic examination was performed. The 14-hole lcp showed several scratches on the upper side which could be caused during explantation. On the lower side of the plate are some gliding marks visible, which are primarily shown on both ends of the plate. This might be a result from friction against the bone and is a sign for instability and micro movements of the implant. Scanning electron microscope (sem) examination was performed. The fracture surface of part a showed a crack branching on approx. 1/3 from the upper side of the plate. In this field a small area of structured breakage (crystallographic oriented fracture) was shown which quickly turned into a residual forced fracture. The fracture surface of part b showed no residual forced fractured but a relatively great area with structured breakage. Structured breakage is typical for a fatigue fracture in pure titanium and indicates higher loads. As the specific circumstances at the time of the issue and over the lifespan of the implant are unknown a root cause could not be definitively determined. Due to the complex fracture situation, it can be concluded that the narrow locking compression plate was subjected to high loads. The plate had to act as a single stabilizer. Based on the topography of the fracture surface, it was concluded that the implant was subjected to high dynamic bending loads (one sided) and probably also torsional loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of both plates. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and instability of the fracture situation may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. No manufacturing related issue was identified. The following screws were received intact and deemed as concomitant devices only: part# 413.326-cx lot# 9060330 qty 1. Part# 413.326-cx lot# 8927546 qty 1 . Part# 413.328-cx lot# 9399348 qty 1. Part# 413.328-cx lot# 9422775 qty 1. Part# 413.326-cx lot# 9380523 qty 1. Part# 413.324-cx lot# 9293599 qty 1. Part# 413.328-cx lot# 9399348 qty 1. Part# 413.330-cx lot# 9586421 qty 1. Part# 413.330-cx lot# 9586421 qty 1. Part# 413.332-cx lot# 9168654 qty 1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.